Event description:
Patient fell out of shower chair hitting head. Patient refused head CT scans. Showed no signs of head injury. Four days later, patient found unresponsive. Seat back of shower chair came out while in use by the patient.